Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed multiple cracks and damage to chassis. During investigation it was found that the unit is able to engage in monitoring using set module and or finger sensor. The unit alarms audibly and visually under sensor off, sensor disconnect and when alarm limit breach conditions arise. The unit was left engaging in monitoring for approx. 1 hour with no loss of spo2 signal during this time. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the unit does not continuously read spo2. It was also reported that the case was cracked. No consequences or impact to patient were reported.